Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. The most probable root causes for the cracked/broken failure are: inattention, misuse, malfunction, incoming inspection not performed or defective material. However without the sample it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Description originally stated that it was reported to covidien on (B)(6) 2015 and should (B)(6) 2015. Follow-up 1 / correction: submit date: (B)(6) 2015.

Event description:
It was reported to covidien on (B)(6) 2015.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports that the rn noted wetness on the PICC line dressing and strong tpn smell on linens, and checked lines and hubs for disconnection and found none. During the dressing change, it was noted to have leakage of fluids from the PICC just below the butterfly where the catheter is joined. Povidone iodine with two consecutive applications using swab sticks was used to clean the skin area prior to insertion. The area was allowed to air dry. It was not difficult to handle the catheter during insertion and was not difficult to secure. Post-procedure, the povidone iodine was removed with a sterile saline wipe. The PICC was inserted on (B)(6) 2014 in the right upper extremity, median vein, above the antecubital fossa. The customer reports continuous infusion through both lumens; no intermittent flush. Site care was performed using povidone iodine and sterile saline. The PICC was removed (B)(6) 2014 and was replaced with a medcomp 1.9 fr single lumen PICC.